Event description:
It was reported that the patient with stenosis underwent a procedure for tlif at l3-4 and l4-5. A second cage at l3-4 was broken approximately 6mm from the inserter connection during insertion. Another cage was implanted with no further complications. All broken pieces were removed. Per the surgeon, the disc space was very narrow. There were no patient complications.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the united states, however, a like device, part number 9392507, 510k number k094025, is approved for sale. The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.